Manufacturer narrative:
Citation: aalaei-andabili sh et al. Impact of valve size on prosthesis¿patient mismatch and aortic valve gradient after transcathete r versus surgical aortic valve replacement. Innovations (phila). 2019 jun;14 (3): 243-250. Doi: 10.1177/1556984519838706. Epub 2019 may 10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of prosthesis¿patient mismatch and improvement of aortic gradients in patients following transcatheter aortic valve replacement versus surgical aortic valve replacement. All data were retrospectively collected from a single center between march 2012 and september 2015. The study population included 463 patients (predominantly male; mean age 72 years), 55 of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, the in-hospital and 30-day mortality rates included: 8 and 10 patients, respectively. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, prosthesis-patient mismatch, moderate-severe paravalvular regurgitation, and mi ld-moderate-severe aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.